Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument tips were bent. One grip is bent, causing side to side misalignment of grips. There is a .053 offset at the tips. The bent grip does not exhibit separation of the yaw pulley and pulley cover at the glue joint. This indicates that the likely cause of bending is overloading at the tip. The electrical continuity test passed. It was concluded that the damages to the instrument's grip tip were likely due to mishandling/misuse. No other damage was found. An additional observation not reported by site was that the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in clevis. The clevis does not exhibit any damage or wear marks. The other cables at wrist were not damaged. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the fenestrated bipolar forceps instrument tips were not holding tissue and were misaligned. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.